Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion and triggered elective replacement indicator (eri) pre-implant. No patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.